Event description:
It was reported that there were cracks around the display window of the customer's insulin pump. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No cracks found at case or display window. Insulin pump was received with minor scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.